Event description:
A 20 year old gravida 1, para 0, at term, complete and pushing for 2 hours, when physician applied vacuum extractor device to assist descent of the fetal head to the perineum. Documentation indicates device applied 4 times, through 22 contractions over approx 40 minutes. Patient able to push without assist the last 20 minutes. Was noted that there was a fleshy piece of tissue presenting with the fetal head at the superior aspect of the vagina that was coming down with the head. Ob/gyn consult was obtained. After delivery of the infant, evaluation of the vagina reviewed the flap of tissue originating from the anterior vaginal wall, during the attempted vacuum application apparently part of the vaginal tissue was compromised with the vacuum cup. Patient received sedation during perineal repair, betadine soaked vaginal packing for 24 hrs, a foley catheter and bedrest for 48 hrs, with re-evaluation by ob/gyn in 6 weeks.